Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Based on the information provided, the complainant's event is typically caused by not inserting the implant co-axial to the bone tunnel, prying/leveraging the driver while the implant is still loaded and/or improper bone preparation. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted. Device expected but not yet returned.

Event description:
It was reported that on (B)(6) 2014, during a hand procedure the driver broke on insertion on the implant into the finger. The screwdriver's hex broke off at the last turn and had to be left inside the screw, which remains implanted in patient. Surgery outcome ok. No further event details given at this time.